Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. There was a crack at the elbow connection. There was a 1cm tear in the bellows at the hose end. Functional testing was performed. When the product in question was connected to the test l1-cw and the power was turned on, the occlusion led (light emitting diode) on the main unit lights up, the maintenance led flashes, and the unit does not operate, thus confirming the customer's complaint. The root cause is that the resistance value of one of the two thermistors indicates infinity. Thermistor is broken. He l1-hose was replaced to correct the issue. The service history review could not be completed as no serial number was provided.

Event description:
It was reported that the maintenance mark and the block mark lit up, and the operation was disabled. The event occurred in mid-(B)(6) 2024. The event occurred during priming at the facility there was no patient involvement, and no patient harm/adverse event reported.